Event description:
A customer reported to baxter an issue of inadequate iodine found before use. It was reported that the iodine liquid in the mini cap was insufficient. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a report of inadequate iodine was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). (B)(6). This is a product not distributed in the us and does not have a 510k number. The sample is not available for evaluation. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.